Manufacturer narrative:
The surgeon reported a large cornea burn occurred at the incision. Additional information was requested but not received. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The operators manual includes the warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. The phaco handpiece was manufactured on march 20, 2014. Based on qa assessment, the product met specifications at the time of release. With the information obtained, there is no evidence that the equipment caused or contributed to the reported event. The system was manufactured on april 17, 2014. Based on qa assessment, the product met specifications at the time of release. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The customer did not retain the phaco pak finished goods lot number. The device history record (DHR) and lot number history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to ascertain the failure mode of the consumable (phaco sleeve) device. The root cause of the reported event is unable to be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction a patient experienced a corneal burn at the incision site. Additional information has been requested but not received.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. Only the used tip in the tip holder, the infusion sleeve with the bubble suppression insert (bsi), and the test chamber were returned. The test chamber, the bsi and the tip were intact. The irrigation holes on the infusion sleeve were aligned 180° opposite to each other. The texture on the inner wall of the infusion sleeves was intact. Damage was observed on the center portion of the infusion sleeve shaft consistent with damage caused by the phaco tip piercing the infusion sleeve. A small portion of the shaft was torn on the infusion sleeve. The sample was then tested on calibrated system with a ozil handpiece and the sample passed tuning. When the sample was functionally tested fluid flowed from each port of the infusion sleeve. During functional testing there was a small fraction of leakage from the pierced sleeve shaft observed. The torn shaft of the infusion sleeve did not inhibit flow to the infusion sleeve ports. The root cause of the customer's complaint could not be conclusively determined. While a small tear on the infusion sleeve shaft was observed, the returned sample did not inhibit irrigation flow to the ports of the infusion sleeve. There was no obstruction or interruption of irrigation flow to the infusion sleeve that would have caused or contributed to the reported event. The tear on the infusion sleeve shaft was consistent with damage caused by phaco tip piercing the infusion sleeve. The manufacturer internal reference number is: (B)(4).